Event description:
The following has been reported: reported pump problem alarm on startup during provisioning, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 6). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The investigation concluded the issue to be due to valve 5 intermittently sticking. In particular, it tends to occur after time periods of inactivity. The valve is defective and should be replaced. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.